Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer inquired if there way to tell if the lead was broken and how long it has been broken by using the clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0958d, product type: lead. Product ID: 3387s-40, lot# va0958d, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient didn¿t receive adequate therapy since implant. The patient¿s healthcare providers believe the leads were inappropriately placed at implant which resulted in the inadequate therapy. Impedance checks have not been taken as the patient¿s device has depleted normally. The patient is going to meet with their healthcare provider to discuss going forward with an MRI/cat scan even though impedance checks have not been taken, and a possible revision of the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating there was a short between contacts 0 <(>&<)> 3. They also indicated the device would be removed, but the lead and extension would be left in due to the danger in removing those components. The leads had originally been implanted in the thalamus instead of the gpi, resulting in the inadequate therapy.